Manufacturer narrative:
The part of the device that does not remain in situ has not yet been received for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that the tip of the reline-o final lock screw driver that sits in cap broke off inside of locking cap.